Manufacturer narrative:
The affected device was examined onsite by service technician and the log file was provided for further investigation at the manufacturer¿s site. Furthermore, an example video showing the device performance was made available. Already existing data of investigations of previous complaints were considered as well. Based on the investigation results the reported event could be confirmed, and the root cause was identified to be a signal/contact issue in the flow measurement caused by a faulty cable harness flow sensor. The measurement of the expiratory flow is being used for control and monitoring of the ventilation. In case the connection to the flow sensor is lost, the device generates a visual and audible alarm. In case the delivered flow deviates due to this issue, the device generates a visual and audible alarm as soon as the set alarm limits for pressure, volume or leakage are exceeded. Replacing the affected cable harness flow sensor remedied the issue. The device passed all tests afterwards and was handed over to the customer. A new revision of the cable harness flow sensor with improved contacts has been made available as spare part. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during use the device alarmed pressure measurement impaired while a patient. There was no patient injury reported.